Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12335. It was reported that the patient received multiple inappropriate shocks due to noise oversensing of the right ventricular (rv) lead. Upon device interrogation in the emergency room, the device failed to be interrogated. The patient received an additional inappropriate shock when the magnet was removed to perform the interrogation. It was noted that the patient did not receive a shock when the magnet was falling off before. Programming change was made. Lead revision was mentioned. The patient¿s condition was stable.